Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer stored insulin by room temperature. Informed customer to review the relevant infusion set and pump IFU. Advised customer that the insulin pump will be replaced.product will not be returned for analysis.